Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen cracked after it was struck by a package while the user was lifting packages, after which the display went black, and the device was no longer watertight or functional. Symptoms included no adverse health effects. Outcomes included the user discontinuing pump use and managing glucose with manual injections without changes in blood glucose. Investigation included the collection of event details, verification of device serial information, and coordination of device replacement and return. Investigation of this case revealed physical damage to the touchscreen, resulting in loss of display function and loss of enclosure integrity, consistent with user-applied external impact to the touchscreen component. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.